Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead was attempted but not used due to difficulty advancing the lead helix. The lead was tested prior to insertion into the patient's body but, no problems were noted. A new lead was used. No patient complications were reported as a result of this event.